Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fungal peritonitis (characterized by abdominal pain, drain complications and cloudy peritoneal effluent fluid), gangrene (characterized by foot pain, requiring toe amputation), which warranted hospitalization, antibiotic therapy, and the patient¿s subsequent transition to hd for rrt. The etiology of the fungal peritonitis is unknown; therefore, causality could not be established. However, the pdrn reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Most fungal peritonitis episodes are caused by the candida species. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specification. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis following a prolonged hospitalization. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe foot pain, abdominal pain, drain complications, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. The patient was admitted, and further testing revealed the patient¿s foot pain was related to gangrene (left great toe amputated). The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided). During the hospitalization, the patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 7/apr/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis following a prolonged hospitalization. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe foot pain, abdominal pain, drain complications, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. The patient was admitted, and further testing revealed the patient¿s foot pain was related to gangrene (left great toe amputated). The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided). During the hospitalization, the patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 7/apr/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with fungal peritonitis following a prolonged hospitalization. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of severe foot pain, abdominal pain, drain complications, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = not provided) were collected, and the patient was diagnosed with peritonitis. The patient was admitted, and further testing revealed the patient¿s foot pain was related to gangrene (left great toe amputated). The patient was treated with IV vancomycin 2000 mg every other day and ceftazidime 1500 mg daily x 21 days. However, on (B)(6) 2023 the patient¿s peritoneal effluent culture result returned positive for candida albicans, and the patient¿s vancomycin and ceftazidime were discontinued. Instead, the patient was prescribed IV diflucan daily x 21 days (dose not provided). During the hospitalization, the patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and a permanent hemodialysis (hd) catheter (not a fresenius product) was inserted. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the events. The patient transitioned to outpatient hd following discharge. Per the pdrn, despite a thorough investigation, the cause of the fungal peritonitis could not be established. Per the pdrn, no connection was identified with the patient¿s usage of any fresenius product(s) and/or device(s).